Manufacturer narrative:
Poly insert dislocation was reported for a patient with itotal knee replacement. A revision to an alternate knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation was reported for a patient with itotal knee replacement. A revision to an alternate knee implant system occurred.